Event description:
The patient presented to the hospital after receiving a vibratory alert for high rv lead impedance. Intermittent ventricular sensing and no capture were observed. Chest x-ray did not reveal a lead issue. The physician n reopened the pocket. All measurements were normal. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a broken connection between the header wire and the rv tip connector was noted. This would cause the inability to sense/pace and the out of range impedance readings.